Manufacturer narrative:
In response to FDA report number mw5085330. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was "rupture (saline)."

Event description:
Patient reported via regulatory agency removal due to right side "rupture" of a saline device. Device has been explanted.